Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the pump beeped twice and the display was blank. Upon review of the pump data via the blood glucose meter it was determined a w1 (cartridge low) warning occurred at the time of the beeping. The pump did not provide vibration alert. No adverse event was reported. The infusion device was requested to be returned for product evaluation.